Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The devices were not returned for analysis. Exception review and the similar complaint review could not be performed as the part and lot numbers were not provided. The reported patient effect of patient deaths as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient deaths could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other patient effects and device issues referenced are filed under different MFR numbers.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, myocardial infarction, stroke, heart failure, re-intubation, hemorrhage, blood transfusion, mitral regurgitation, heart failure, transient ischemic attack, re-hospitalization, medical intervention, respiratory failure, cardiopulmonary resuscitation, embolism, foreign body, pericardial effusion and surgical intervention, and the following device issues: single leaflet device attachment (slda). Details are listed in the attached article, titled ¿one-year outcomes and predictors of mortality after mitraclip therapy in contemporary clinical practice: results from the german transcatheter mitral valve interventions registry."

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿one-year outcomes and predictors of mortality after mitraclip therapy in contemporary clinical practice: results from the german transcatheter mitral valve interventions registry."